Event description:
Pt's father contacted dexcom tech support on (B)(6) 2011 to report that upon removal of sensor due to sensor error, pt's father noticed that sensor wire had broken in half. Father believes that broken sensor is still under skin. During his call to dexcom tech support pt's father reports that pt was feeling fine, felt no discomfort at insertion site and had not sought medical intervention.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.